Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: upside down implantation. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens implanted upside down and the lens broke during explant. The lens was replaced with a backup lens. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.